Event description:
Boston scientific crm received information that this atrial pacing lead exhibited an increase in pacing impedance measurements. The patient was last seen in (B)(6) 2009 and the impedance was 376 ohms. The impedance now was >2000 ohms. Thresholds and sensing were normal.

Manufacturer narrative:
Technical services discussed performing isometrics to test for noise on the lead. No noise was induced. Technical services discussed that the impedance was out of range, but it was the physician's discretion to make a change or to continue monitoring, since the other lead measurements were appropriate. There were no adverse patient effects reported. The lead remains in service.

Manufacturer narrative:
Boston scientific received additional information. At the recent device check, noise was observed on the atrial lead that was oversensed, resulting in inappropriate atrial tachycardia response (atr) episodes. The pacing impedance measurements continued to be out-of-range, but sensing on the lead remained good. The lead will continue to be monitored.

Event description:
--